Event description:
A hospital in (B)(6) reported that an mr850 respiratory humidifier was producing condensation. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint humidifier has not been returned to the manufacturer. It was returned to fisher & paykel healthcare's (fph) regional office and service center in (B)(4) for evaluation by a trained fph service engineer the reported fault could not be replicated as the humidifier operated properly during performance testing. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple setup and environmental factors. Fisher & paykel healthcare requested additional information from the customer, including a description of the setup, to aid in our analysis of the reported condensation. However, no additional information was received. Without further information surrounding the issue, we do not know the extent of the condensation issue experienced or the root cause of the reported condensate. As no fault was found with the humidifier, it is possible that the observed condensate was influenced by the device set-up and environmental conditions. The complaint humidifier has since been returned to the healthcare facility after passing all performance and safety tests.